Event description:
Product slipped off device during surgery, difficult to find when covered in blood and tissue. Also product is not radiopaque so intra op xray does not detect. FDA safety report ID# (B)(4).